Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-01181. It was reported the patient is requesting an explant because the system did not work effectively. The patient was seen by an sjm representative 2 weeks postoperatively and again on (B)(6) 2013. F/u revealed surgical intervention may occur at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.